Event description:
Pt went to CT for scan with contrast. IV was a 20g in the left antecubital. IV was flushed prior to the start of optiray 350 contrast. IV flushed easily. Contrast injection started at 1.8cc. Ran well for first 3 or 4 seconds, then vein suddenly swelled up. Injector turned off. 6cc's infiltrated an IV site was discontinued. Pressure applied as well as warm compress on for ten minutes. No discomfort noted at time of infiltration.